Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump touchscreen was unresponsive, preventing the user from unlocking the pump, and multiple restarts via the ilet mobile app did not resolve the issue, consistent with a device problem of unresponsive keys/buttons localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive input interface affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.